Manufacturer narrative:
(B)(4). The ez-io g3 driver (pn 9058) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the green led displayed. The trigger guard had been removed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stop watch while applying approximately 8 lbs. Of force on a weight scale. Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. A review of the certificate of conformance found that the driver passed all acceptance criteria. The device was manufactured in 07/2012 and is greater than 3 years old. Other remarks: the investigation found that the driver functioned properly with no abnormalities or defects. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The complaint was not confirmed. Potential factors which could potentially have contributed to the reported event unrelated to the device design or manufacturing are user technique (force and location). Proper technique involves applying "moderate steady downward pressure and allowing the needle set rotation to penetrate the bone" and not using excessive force during insertion but letting the "ez-io power driver do the work." The instructions for use (IFU) states "if driver stalls and will not penetrate the bone you may be applying too much downward pressure." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the drill stopped drilling during use.

Manufacturer narrative:
(B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the drill stopped drilling during use.